Manufacturer narrative:
Cerner notified all impacted client sites between february 10, 2014 and february 17, 2014. The notification included a description of the issue, dates the issue was present and confirmation that the issue was resolved as of (B)(4) 2014. Cerner corporation considers the issue resolved and no further narrative is required for follow-up.

Event description:
This issue involves cerner solutions accessed through a cerner hosted client domain. For a period of six days pt specific medication allergy alerts may not have displayed to system users on medication orders placed or dispensed within the cerner solutions listed above. Cerner has not yet received communications of patients being impacted as a result of this issue.